Event description:
It was reported that the patient has swelling and pain around knee area.

Manufacturer narrative:
The patient is (B)(6). The reported lot ID: j5113 is not valid. The device remains implanted. An event regarding loosening involving a triathlon femoral component was reported. The event was confirmed. A review of the provided medical records and radiology reports by a clinical consultant indicated: based upon the information reviewed no determination can be made regarding the cause of apparent symptomatic loosening of the primary cemented femoral component four years post-implantation in this case. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Metabolic factors, such as this patient¿s history of thyroid disease, may have been contributory. The investigation concluded that there is no evidence that the reported event was device related. Review by a consulting clinician indicated that patient factors may have been contributory.

Event description:
It was reported that the patient has swelling and pain around knee area.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon left knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.